Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: detection methods are written in operation manual: 3.8 inspection of the endoscopic system: inspection of the suction function / inspection of the instrument channel. Prevention measures are written in operation manual: 4.2 insertion: air/water feeding and suction: suction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. During device evaluation at olympus, it was found the complaint was confirmed, seeds were found in the suction cylinder and the brush was unable to be passed in the suction cylinder. Also, evaluation found a dunk test could not be done, the forceps passage was kinked and was scratched, the distal end plastic cover was scratched, the bending section cover adhesive was cracked, and the suction flow was not to specification due to the clog. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope had seeds stuck in the flusher channel on the scope head. The issue occurred during a diagnostic colonoscopy procedure. The customer tried several ways of dislodging the seeds, but there was no success. The scope became plugged due to the patient's poor preparation. The procedure was completed with the scope and there was no delay. There were no reports of patient or user harm associated with this event.

Event description:
Additional information received from the customer reported the seeds originated from the patient due to poor preparation.

Manufacturer narrative:
This report is being supplemented to provide additional information. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.